Event description:
Found during routine testing. The customer called to report the device intermittently fails the user test. There was no pt associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts info to repair device. In 2009, physio-control contacted the reporter who stated that he had replaced the power pcb assembly, that the device now operates properly and that it is back in use. The replaced pcb assembly is not available for further evaluation.